Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that while using a mold on a femur for a tkr to make room for the new implants, the knee was put in extension breaking the cement. There was no harm or complication reported. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Investigation summary: since the complaint product item number and lot number are both unknown, zimmer biomet receiving inspection record and heraeus device history record reviews cannot be performed. Also, the manufacturing and expiration dates are unknown based on the complaint product item number and lot number both being unknown. Product examination was not conducted as this product was not returned by the customer. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "misalignment/wrong application time". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.